Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic hernia tapp operation, the trocar was inserted as the third trocar into the patient abdomen. After the insertion, blue foreign pieces were found inside the patient's abdominal cavity. All pieces were immediately retrieved. The procedure was completed with another device. The surgical time was not extended. The status of the patient is with no problem. There was no tissue damage. The incision site was not extended. No bleeding occurred.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the obturator, cannula, circular and envelope seals all appeared intact. A competitor¿s device was also received. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.